Event description:
When IV tubing was being attached to connector, the connectors were twisting backwards and popping off. No pumps involved but other carefusion IV tubing.what was the original intended procedure?IV therapy.device #1is this a laboratory device or laboratory test?no.